Manufacturer narrative:
The complaint is confirmed. During the laboratory evaluation, the electronic patient gas system (epgs) was connected to a system 1 simulator and central control monitor (ccm) and did not power up but was rebooting continuously. The generic board was replaced with a lab use only generic board and the epgs then powered on and operated all its functions as designed. A defective generic board caused the power malfunction of the epgs. The oxygen sensor was evaluated and met specifications. The product will be sent to service to be brought to manufacturers specifications before being returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly

Manufacturer narrative:
As per service history record, reconditioning of the electronic patient gas system (epgs) was done on (B)(6) 2015 and the oxygen (o2) sensor was recently replaced on (B)(6) 2016. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The field service representative (fsr) found that the epgs was constantly rebooting with a bad pod assembly. The fsr replaced the epgs and the unit operated to manufacturer specifications and was returned to clinical use. The suspect epgs was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the oxygen (o2) sensor was bad on the electronic patient gas system (epgs). The unit is continuously powering on and off. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.